Event description:
The customer reported that there was a movement error which resulted in a loss of the motorized functions. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. A connector on the remote user interface was reseated. The system was tested and found to be working as intended and put back into service.